Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. The patient experienced hypoglycemia and was feeling dizzy, at that time the cgm reading was in normal values (no documentation about the exact value). The patient's daughter treated the patient with a glucagon shot. After the glucagon treatment the cgm was reading 62 mg/dl and the blood glucose reading was 136 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.